Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 had failed and was not detected on the bus. A field service engineer found that the tower door 3 had failed and was recovered. The fse then shutdown the device and replaced the latch micro switches for doors 1 & 3 and then rebooted the device to resolve the issue. Verified that the tower doors were operational. Customer was able to open and inventory the doors. No further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 had failed and an error message stating not detected on bus was displayed. The device was rebooted and recovery was attempted, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.